Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an unspecified high reading (trend arrow diagonal upward) on the adc freestyle libre sensor scan and subsequently self-injecting insulin (dose/type unknown). No capillary test was performed and customer subsequently began experiencing symptoms described as "felt bad, view very blurred, very stiff, cannot hear or see, much sweat", as well as a seizure and loss of consciousness. Customer's husband treated her with a glucagon injection and no further treatment was reported. During the course of troubleshooting customer additionally reported being treated with oral glucose on (B)(6) 2018, however no information was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch and no issues were observed. Performed visual inspection on sensor plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving an unspecified high reading (trend arrow diagonal upward) on the adc freestyle libre sensor scan and subsequently self-injecting insulin (dose/type unknown). No capillary test was performed and customer subsequently began experiencing symptoms described as "felt bad, view very blurred, very stiff, cannot hear or see, much sweat", as well as a seizure and loss of consciousness. Customer's husband treated her with a glucagon injection and no further treatment was reported. During the course of troubleshooting customer additionally reported being treated with oral glucose on (B)(6) 2018, however no information was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.